Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "guide wire did not progress due to tortuosity." Additional information states that the guide bent during use and another catheter was used. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "guide wire did not progress due to tortuosity." Additional information states that the guide bent during use and another catheter was used. The patient was reported as fine post the procedure.